Event description:
Customer reported that an edge of the device delaminated during a hernia repair. The surgeon continued to sew the device into place and completed the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.